Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine was on critical override, not showing in the health sight viewer and the patient data was not crossing. The technical support specialist (tss) connected to the station and server, confirmed that the station was no longer in critical override and the issue was related to server purge process. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was on critical override and patient data was not crossing. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.